Event description:
It was reported that the device had an electrical reset following the delivery of three appropriate shocks which successfully terminated the patient's ventricular tachycardia. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three power on resets (pors) for vreg monitor on (B)(4) 2012. There was one patient alert for device circuit error on (B)(4) 2012.